Event description:
It was reported that approximately ten months after implantation of a vena cava filter during the scheduled retrieval, the filter was noted to be tilted and it could not be retrieved. There was no reported patient injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.